Event description:
The surgery center reported that a laser vision correction patient developed a flap striae on the right eye (os) at 7 day post op exam. The flap striae resulted in a flap and rinse to be performed. There was no loss of best correct visual acuity (bcva). The patient¿s chief complaint was of a foreign body sensation and a slight blur.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.